Event description:
Manufacturer received a report from the consumer's family member that the consumer was riding down the sidewalk and the sidewalk dropped off approximately 3 inches and the chair tipped over. User admits to not paying attention and drove off the curb. As a result of the incident, the consumer sustained a broken collarbone.